Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product was returned.

Event description:
It was reported that after having lost 50 lbs the basal rates in the patient's infusion device no longer suited his needs. The patient had not changed the basal rates and experienced low blood glucose levels and passed out. His wife woke him and provided him with juice. No product was requested to be returned for product evaluation.